Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: establishment name: confidential. E1: phone number: confidential. E1: establishment address: confidential. E1: initial reporter name: confidential . E2: health professional: confidential. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned. Since the product code/lot number were unknown, investigation could not be performed. History investigation of the sliding resistance test for the distal end: the sliding resistance test result of the distal end of 0.014 glidewire advantage was confirmed. Over the past two years, there have been no products with deviations or nonconformities. Since the product code/lot number were unknown, history investigation could not be performed. In addition, the sliding resistance test result of the distal end of product which exported to the us market for the past two years was confirmed. As a result, no anomaly was found. However, since the actual device was not returned and investigation of it could not be confirmed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following control. The outer diameter of product is controlled. In the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly in its appearance. As a shipping inspection, the lubricity of product is inspected on sampling basis for each lot. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report # mw5185118. The medwatch event description stated that: "it was reported that the guidewire was unable to cross the stenosis. The patient presented as asymptomatic. The vessel was noted to be moderately to severely calcified and mildly tortuous, with a stenosis greater than 90%. An enroute 0.014 guidewire was selected for a left transcarotid revascularization (tcar) procedure. During the transcarotid procedure, the physician encountered difficulty crossing the stenosis with the enroute .014 guidewire. After unsuccessful attempts with both the enroute wire and a non-boston scientific .035 wire, a non-bsc .014 wire was used and successfully passed the stenosis into the ica. However, the physician noted abnormal wire movement, prompting an angiogram that revealed a dissection in the left ica. A non-bsc .014 catheter was introduced to aid in accessing the true lumen, but this was unsuccessful. The physician then converted to carotid endarterectomy (cea), leaving the arterial sheath in place. Following the cea, a second angiogram confirmed the dissection remained proximal to the patch. Using the retained arterial sheath, the physician placed a stent to cover the dissection, and flow restored with no dissection. The procedure was completed, and the patient awoke neurologically intact. It was further reported that the patient's anatomy was considered challenging because the lesion was extremely tight and difficult to cross. No other procedural factors were identified as contributing to the reported event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."